Event description:
Covidien monoject 12 ml luer-lock tip syringes were found to be cracked in their packaging. The lot number of the product is 15j25 and the use by date is (B)(6) 2020. Diagnosis or reason for use: compounding of IV medication.